Manufacturer narrative:
The device was not returned for analysis, however review of the provided videos verified the reported error message indicating a missing or corrupt file. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a supraventricular tachycardia procedure, an error occurred resulting in cancellation of the procedure. After connecting and starting system, the system stopped and the monitor screen did not display any system operation message. Attempts to restart system were made but the error message ('windows could not start because the following file is missing or corrupt') showed on the screen and the system still could not start to operate the procedure. It was decided to stop the procedure with no adverse patient consequences.